Event description:
I had essure performed in (B)(6) 2013. As time passes, I have developed serious side effects that have caused me severe abdominal pain on weekly basis. It has become so severe that I am losing time on my job. Now I'm developing back pain as well. I started to notice a rash and hair loss shortly after the surgery. I am very dissatisfied with essure and would like to know if it can be reversed. The only option I am being given right now is to have a hysterectomy. I have been to urgent care twice within the past four months for lower abdominal pain as recent as (B)(6) 2015. The pain was so severe I could not sit.